Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a prolonged low glucose followed by a high glucose while using the ilet bionic pancreas with a g7 cgm and an inset infusion set on the abdomen; the user contacted support about dropping glucose and pausing insulin, was advised that ilet automatically pauses and resumes insulin, and the subsequent hyperglycemia was attributed to overtreatment of the low. Symptoms included hypoglycemia and hyperglycemia. Outcomes included no lasting health consequences and the need for oral glucose treatment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and characterized the event as a use-of-device issue, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.